Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.